Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to customer¿s blood glucose level. At the time of the call with tandem technical support the customer did not provide the method that would be used for continued insulin therapy.